Event description:
The central monitoring system (cns) had a hard drive failure. First indication of issue was full disclosure gave "data loading" message, then system reset, it came back up to normal operating screen and when monitor tech tried to review full disclosure, the system reset and would not boot back up. MFR ref # 8030229-2014-00071.